Event description:
A psychiatric patient had a PICC line for antibiotic therapy. The patient became agitated and partially pulled out the PICC line. A portion of the PICC line remained in the patient's arm. The catheter for removed by interventional radiology.